Manufacturer narrative:
Zimvie complaint (B)(4). If implanted, give date: is the year of 2006.

Event description:
It was reported that the implant at tooth site #31 fractured at the collar and was removed and the site was grafted.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Further review of the event has shown that this complaint is a duplicate of (B)(4) and is being reported under (B)(4). This report is being submitted to "retract" 0002023141 - 2022 - 01560.